Event description:
Related to MFR report no. 2183959-2014-00192 & 2183959-2014-00190. It was reported that the patient had a monarc sling implanted. Following the implantation, the monarc sling was thought to be too tight. During a revision surgery to release the monarc, the urethra was injured. Subsequently, another incontinence device was implanted. No additional patient complications have been reported in relation to this event.